Manufacturer narrative:
No report of patient involvement. Unique identifier:(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The base of the unit was replaced to resolve the issue.

Event description:
The hospital reported the caster broke off the base of the unit. The unit did not tip or fall and there was no patient involvement.